Event description:
The manufacturer received an allegation regarding a failure in the active exhalation valve test on a specific ventilator device. No patient harm or injury has been reported in relation to this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported: "the manufacturer received an allegation regarding a failure in the active exhalation valve test on a specific ventilator device. No patient harm or injury has been reported in relation to this issue. " the device's proportional valve and 3-way solenoid valve were replaced to address the issue. The device passed all final tests. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of an aecm failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.